Event description:
A customer reported that the t:slim x2 pump's battery would not charge, even after trying different wall adapters and charging cables. There was no adverse impact to the customer¿s blood glucose level. Customer support decided to replace the faulty pump, and the customer was informed to use multiple daily injections as a backup insulin delivery method until the new pump arrives.